Event description:
When PICC line was discontinued, part of catheter, broke and approx 2 1/2 cm was missing. Nurse was unable to palpate tubing in arm. Tourniquet applied above right elbow. Pt transferred to surgery for removal.